Event description:
On (B)(6) 2013, the patient was being treated for an abdominal aortic aneurysm. It was reported that the physician elected to deploy a gore excluder aaa endoprosthesis featuring c3 delivery system lower than initially planned as there was adequate neck length. After the device was deployed down to the contralateral gate, angiography was performed to verify no vessels were covered. It was reported the right hypo gastric artery could not be visualized from multiple angles or on retrograde angiography. The physician reportedly elected to complete deployment of the device as it was thought there was adequate length to land the device proximal to the right hypo gastric artery. After final angiography showed unintentional coverage of the right hypo gastric artery, an attempt was made to push the device proximally with a balloon without success. The device was left covering the right hypo gastric artery. It was reported the left hypo gastric artery were widely patent at the end of the procedure, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.